Event description:
It was reported the customer's insulin pump was not delivering insulin. Customer reported experiencing a blood glucose of 400 mg/dl. It was found the customer had dry mouth due to their blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.